Manufacturer narrative:
The reported event of inadequate capture was not confirmed. A complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception or procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold measurements. The ra lead was removed and replaced. The patient was in stable condition.